Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high threshold. Further, this rv lead underwent revision procedure. Additional information was obtained from the field representative indicating that dislodgement was confirmed thru x- ray. The lead was successfully repositioned. Remains in service. No additional adverse patient effects were reported.